Event description:
The customer reported having high blood glucose. The blood glucose reading was 216mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. The customer mentioned that she treated her blood glucose, but it did not drop. Instructed the customer to remove the cannula and it was not bent. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.